Manufacturer narrative:
The investigation confirmed that a non-reproducible and higher than expected vitros trop I es result was obtained from a single patient sample processed on the vitros 5600 system. A definitive root cause for the event could not be determined. An instrument issue was not likely to be a contributing factor. A reagent performance issue was not likely to be a contributing factor. Pre-analytical sample handling cannot be ruled out as a contributing factor.

Event description:
The customer obtained a non-reproducible and higher than expected vitros tropi es result from a single patient sample processed on a vitros 5600 integrated system. Vitros troponin I es result of 2.86 ng/ml vs. Expected result of <0.012 ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There are no allegations of patient harm as a result of this event. The higher than expected vitros tropi es result was not reported outside of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).